Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient experienced a j-tube occlusion. On (B)(6) 2019, during the j-tube replacement procedure, the patient vomited and experienced aspiration pneumonia. The patient was subsequently hospitalized in the intensive care unit. No further treatment information was provided.